Manufacturer narrative:
Evaluation summary: the closurefast catheter was received for evaluation. The catheter was inspected and no damages or anomalies were found. The catheter was successfully activated on a rfg2 and rfg3 unit in the lab - twice on each generator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a closurefast catheter to treat patient. IFU was followed during prep and use. It is reported that the closurefast catheter output stopped during use and the ablation could not be completed. No error message was received. Procedure was converted to vein stripping surgery. No patient injury reported.